Event description:
The customer rec'd a blood glucose result of 266mg/dl before supper. The customer took insulin based on formula. While sleeping the customer states they went into shock. They were found convulsing. The customer was tested and the results were 94 and 103mg/dl even though they were still feeling low blood symptoms. The customer was given a glucose cream and something to eat. No other treatment. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.